Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was xx mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 374 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.